Event description:
On (B)(6) 2016, the reporter contacted lifescan (lfs) (B)(4), alleging that the patient¿s onetouch verio iq meter was reading inaccurately high compared to another meter and reading inaccurately erratic. The complaint was classified based on customer service representative (csr) documentation, and additional information obtained during a follow up call by csr. The reporter stated both issues started on (B)(6) 2016. The reporter claimed the patient tests his blood glucose 20/25 times per day. His usual results are ¿250¿280 mg/dl¿ after eating and ¿80-70 mg/dl¿ prior to eating. The reporter alleged that on (B)(6) 2016 (unknown time), the patient obtained an inaccurately high blood glucose reading of ¿375mg/dl¿ with the subject meter compared to ¿180mg/dl¿ on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results falls out with lfs¿ criteria for accuracy. On that same day ((B)(6) 2016), the reporter alleged the patient also obtained inaccurate blood glucose results of ¿375 and 221 mg/dl¿ on the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results falls out with lfs¿ criteria for precision. The reporter informed the csr that the patient manages his diabetes using insulin pump therapy, and in response to the alleged inaccuracy issue, administered an extra 7 units of insulin. At an unknown time, after the product issue, the reporter alleged that the patient developed symptoms of ¿going to sleep, feeling sad and he fainted¿. In response to the symptoms the reported stated the patient¿s wife had to treat him with some sugar with water. During troubleshooting, it was established that the patient¿s meter was set to the correct unit of measure, and the sample was taken from an approved sample site. The patient was using the correct testing steps, and the strips had not been open longer than the discard date, had not expired, and had been stored correctly. The test strip vial was not noted to be cracked or broken. The products were requested back for evaluation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.

Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. The test strips failed testing. The reported issue was confirmed; the test strips were found to have results above range when tested with control solution. Additional tests were performed on the test strip vial and the desiccant to check the structural integrity and for a possible moisture issue. The structural integrity of the test strip vial was found to be intact during a gross leak test. The desiccant within the subject vial was found to contain more moisture that than expected from normal use (as per product labelling). If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.